Event description:
Maintenance mechanic was performing a routine preventive maintenance check of oxygen alarm panels throughout facility. Upon checking the panel in bldg 3 basement, recreational therapy computer room, the panel was discovered not functioning. The panel was removed from the wall where it was discovered that all internal components had evidence of being charred and burned. It appeared that one or more components overheated and at some point ignited flame inside the panel enclosure. There is a small diameter plastic tube which brings pure oxygen inside the panel so the oxygen pressure can be sensed and monitored. The tube was not ruptured from the flame, but upon disconnect it was discovered that the connect fitting had been leaking oxygen into the panel box. It is theorized that the oxgyen leaking into the panel may have been a source of oxidation allowing an overheated device to combust into flame. The combustion stopped, but the risk of a more serious fire was evident given the source of pure oxygen in proximity. The internal components were replaced with spare parts salvaged from another panel as this item is obsolete from the MFR. The panel was placed back in svc. The date of MFR is not known, but the original installation was in about 1973 as bldg 3 was built. There are no model or serial number labels on the panel. It is possible the original labels came off due to age. Matching the panel to the picture in the product brochure the panel is stock number 321-7660-980 for oxygen, "modular line pressure alarm for recessed installation". The internal power supply circuit board is identified with the part number 208-6077-400. Contact with hill-rom revealed the panel is no longer available, but some internal components would still be available as replacement parts. All panels in the hosp have been inspected for proper operation and checked for signs of overheating or oxygen leaks. No overheating has been found and one connector was found leaking a small amount of oxygen. This minor leak was repaired. The long term risk is that others of these panels may experience a similar overheating or failure of aging components so facility has proposed a phase out project to eventually replace the similar age panels throughout.